Manufacturer narrative:
(B)(4). The fph flexitrunk interface is designed to deliver non invasive positive pressure ventilation to a spontaneously breathing patient weighing up to 10 kilograms in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. The bc3520 nasal prongs are designed to be used with the flexitrunk interface. The hospital had not provided a complaint sample as there was no defect of the mask. Rather this was a general report about the masks causing breakdown on the bridge of the nose. Nasal trauma cannot be totally eliminated with masks and prongs due to the fragile nature of the infant's skin, but it can be minimised with regular checking of the mask or prong position while is use and by following the user instructions. The user instructions that accompany the fisher & paykel healthcare infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: - check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. - alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended. - the mask should sit comfortably around the patient's nose no medical or surgical intervention to the infant was reported. It is possible that overtightening of the bonnet straps placed undue pressure on the infant's nose. We have received two other complaints of this nature for the bc800 infant nasal mask in the past twelve months. Following this report an fph representative visited the hospital and provided further training in use of the bubble CPAP mask and prongs. The hospital has had no further issues since this training.

Event description:
A hospital in (B)(6) reported that they had found that the bc800 infant nasal mask caused skin breakdown on the bridge of the nose. The masks were being used in conjunction with the fisher & paykel healthcare (fph) flexitrunk infant interface. No specific incident was reported. This was a general complaint reported by the hospital to an fph representative.